Manufacturer narrative:
One medfusion 4000 pump was returned for analysis. Visual inspection performed, and product found to be in good condition. Event history log review was performed and found no evidence of reported problem. Visual inspection, power up process, checked and tested the syringe plunger sensor. The customer reported problem was confirmed. The investigation found 'check syringe plunger sensor' only when plunger head was pressed tightly against the pump during power up test. According to the investigation, the plunger head was pressed against the pump during power up test, causing the flippers to rest on the ear clip which caused the reported problem. The investigation replaced the pump left plunger case as a preventative measure. Performed power up process, pm and all functional testing passed. The problem source of the reported problem is the pump design.

Event description:
Information was received that this smiths medical cadd medfusion 4000 pump exhibited plunger sensor error. No reported adverse effects.

Manufacturer narrative:
Additional information was received that there was no patient present at the time of the event.